Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2026-00084 this report is for the event on january 15, 2026. A facility reported: "a 27-year-old patient with a multi-embolized arteriovenous malformation of the ampulla of galen, complicated by secondary hydrocephalus, required the placement of a ventriculocardiac shunt on (B)(6) 2025." "On (B)(6) 2026, the patient was transferred to the university hospital from a local hospital where he had been treated for a seizure. Excess drainage was observed, along with subdural detachment. The patient's condition improved after shunt closure to 200 mmhg." "Consequences: altered level of consciousness with agitation and possible epileptic seizures in the context of a subdural detachment following the placement of a ventriculocardiac shunt" "on (B)(6) 2026, a follow-up brain MRI was performed (without prior x-ray for shunt adjustments). During the examination, the patient had severe headaches and hypertension with a systolic blood pressure of 200 mmhg. The patient was transferred to the university hospital where a shunt malfunction was noted at 30 mmhg. Valve reset to 200mmh2o under radiographic control." "Consequences: transfer to the resuscitation room for valve adjustment after accidental malfunction during a brain MRI".